Manufacturer narrative:
The customer reported that as of 07/12/2016, no additional occlusions had been received since using the new cartridges. The device is expected to be returned; however, the device has not yet been received. A supplemental report will be submitted if the device is received.

Event description:
It was reported that the customer received multiple occlusion alarms. The customer's blood glucose level was not impacted. The customer changed the infusion set site and received another occlusion alarm. The customer was to change the cartridge.